Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter indicated no power to the pump. The reporter denied any damages to the battery compartment but alleged moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the review of the black box showed no power reboots. Corrosion was observed in the battery compartment. No damages were found to the battery compartment or returned battery cap. The returned battery cap was able to fit securely to the pump with no yellow o-ring showing. The pump powered on to verify screen with intact audible and vibratory features. During 24 hour duration testing, the pump rebooted without use intervention; therefore, investigators were unable to complete the 24 hour duration testing due to rebooting occurrences. A leak test was performed and passed with no leaks observed. Upon pump cover removal, no further evidence of internal moisture was observed. No damages to the power circuit were found.